Manufacturer narrative:
Analysis was performed by remote service personnel which included remote trouble shooting with the customer. The results of analysis indicate that after disassembled the monitor, the customer confirmed 1 of the 2 speakers was not working with the new board. A quote was provided for a replacement speaker assembly, which the customer ordered. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker assembly. The customer was provided a quote for a replacement speaker assembly, which was ordered to resolve the issue. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that after replacing the mainboard for an unrelated issue, a speaker malfunction error was displayed. It is unknown if there was audible sound produced or not. The device was not in use on patient at time of event, there was no adverse event reported.